Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . The investigation was reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava/organ perforation, occlusion, unable to retrieve, and emotional/psychological injury. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported emotional/psychological injury are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on work order for neither device, nor filter lot numbers. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Device codes: appropriate term/code not available (3191): device perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a navalign cook celect jugular vena cava filter implant on (B)(6) 2011 via the right internal jugular due to an upcoming hip replacement. The patient is alleging tilt, vena cava perforation and the device is unable to be retrieved. The patient further alleges, "I believe I have suffered past, present and future injury, psychological and emotional injury". It was also reported that per the (B)(6) 2018, computed tomography- abdomen and pelvis with contrast: "findings: there is an inferior vena cava filter identified in place in the infrarenal portion of the inferior vena cava. The inferior vena cava is chronically occluded caudal to the filter and there are abundant retroperitoneal collateral veins present. The filter legs of the inferior vena cava filter have penetrated through the inferior vena cava. 1 of the legs of the filter may have eroded into the duodenum, the filter leg is either impressing on the duodenum or possibly may have eroded through. Impression: 1. The filter legs of the inferior vena cava filter have penetrated through the wall of the inferior vena cava. There is possible erosion into the 3rd portion of the duodenum. Upper endoscopy is recommended to assess the luminal integrity of the duodenum at this location. 2 . Chronic inferior vena cava occlusion". Additionally, per the (B)(6) 2018, computed tomography angiography-abdomen and pelvis with intravenous contrast: " clinical history: abdominal pain with inferior vena cava filter in duodenum and aorta. Surgical planning. Findings: an infrarenal inferior vena cava filter is noted. The venous vasculature caudal to this filter is atretic with multiple resulting collaterals noted. A solitary anterior strut of this inferior vena cava filter extends to the 3rd-4th portions of the duodenum (image 363, series 3), without evidence for free air to suggest a duodenal perforation. An additional, left lateral strut is intimately associated and inseparable from a small portion of the abdominal aorta on image 362, series 3 (though it does not appear to have penetrated the aorta). 'No adjacent hematoma or extravasation of contrast is identified".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that [pt] received a cook celect filter on (B)(6) 2011. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.